Event description:
On (B)(6) 2015, the patient underwent redo-aortic valve replacement due to suspected endocarditis and aortic insufficiency. Prior to the explant, a tear was observed between the non-coronary stent post and the right coronary stent post. Ex vivo, the valve was sent to sir charles gardiner hospital's pathology department for bacterial culture. The reported tear in the valve was the suspected cause of the aortic insufficiency.

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened with nodular calcification, markedly limiting cusp mobility and creating incomplete coaptation. Fibrous pannus ingrowth was found on the inflow and outflow surfaces of each cusp. There was no evidence of inflammation or calcifications. Gram stains concluded yeast forms consistent with candida were seen on the surfaces of cusps 1 and 2, and fungal hyphae and yeast were seen on the cusp tissue at the tear in cusp 3. While this is favored to be a contaminant, there was a clinical suspicion for endocarditis. No evidence was found to suggest the cause of the cusp tears, yeast forms, and fungal hyphae was due to an intrinsic defect in the valve, as supported by the analysis performed and by review of the valve's device history record. The cause of the reported event remains unknown.

Event description:
Per report on (B)(6) 2017, an article titled acute structural failure of the trifecta aortic valve bioprosthesis (doi doi.org/10.1016/j.hlc.2017.03.157) was submitted to abbott and it was confirmed that the article was related to this 2015 event which had been previously reported with information available at that time. According to the article, the 23mm trifecta valve had been implanted due to severe stenosis approximately 33 months prior to being explanted. A tte taken approximately 21 months post-implant revealed a mean/maximum gradient of 7mmhg/15mmhg, respectively. Post-explant, a 23mm perimount magna ease valve was implanted.